Event description:
It was reported that during a da vinci si prostatectomy procedure, the end of the megasuturecut needledriver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.30 in length. The grip cable was also found derailed at the distal pulley, with excess damage on the edge of the distal pulley. Engineering concluded that damage to the pulley was likely due to excess force contact and mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.